Event description:
Pt called nurse saying he needed help with his IV. When she arrived, she found that the tubing had become detached from the white part. Pt was bleeding from the tubing. Tubing was immediately clamped.